Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10557. The patient received the scs system which included two leads from different lots. It was reported diagnostic testing identified impedance issues. Reprogramming provided effective coverage. During the programming session, the patient reported she experienced a pulling sensation in her back while moving several months ago; however, she denied experiencing any changes with the scs system. One day following the programming session, the patient reported her new programs were no longer effective. Follow up information revealed the physician has ordered x-rays and is considering surgical intervention at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.